Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the cup associated with this report was not received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was having pain and clicking or popping when she walked. The x-rays showed that she wore through the poly insert. Upon removing the liner, it was broken. Surgery performed and liner and head "exchange".